Manufacturer narrative:
A siemens field service engineer(fse) was dispatched to the customer site. The fse analyzed the instrument and found contaminated water in the instrument. The fse determined that the cause of the discordant troponin was lack of user maintenance. The fse performed the system monthly maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant sample result for troponin was obtained on an advia centaur xp instrument. The patient sample was repeated on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant result.